Event description:
Swan ganz catheter - balloon not inflating after it was checked prior to initial insertion. Multiple attempts to wedge failed, swan taken out, balloon failed to inflate. This was the second problem with a swan on the same patient, same day. This was a replacement for a faulty swan already in patient.